Manufacturer narrative:
The customer reports that the cns (central monitoring system) had intermittent communication loss on sporadic sectors, and on more than one cns. When nihon kohden technical support attempted to troubleshoot the issue with the customer, he refused. No other information was provided regarding the suspected malfunctioning devices. Left 2 voicemails for the customer requesting additional information, but have not heard back from them yet. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that the cns (central monitoring system) had intermittent communication loss on sporadic sectors, and on more than one cns. When nihon kohden technical support attempted to troubleshoot the issue with the customer, he refused. No other information was provided regarding the suspected malfunctioning devices.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the cns (central monitoring system) had intermittent communication loss on sporadic sectors, and on more than one cns. When nihon kohden technical support attempted to troubleshoot the issue with the customer, he refused. No other information was provided regarding the suspected malfunctioning devices. Left 2 voicemails for the customer requesting additional information, but have not heard back from them yet. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.